Manufacturer narrative:
Continuation of d10: 6935m62 lead implant date (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant of the cardiac resynchronization therapy defibrillator (crt-d) a lead integrity alert (lia) was triggered for high rate non-sustained episodes and sensing integrity counter (sic). Additionally a lead noise alert was triggered for oversensing. The patient later experienced inappropriate shocks from the crt-d. An x-ray noted the lead was properly seated in the header. A revision procedure was performed and a tug test was unable to remove the lead. The lead was tested with an analyzer and all measurements were within normal limits. The crt-d was replaced. The lead measurements were normal with the new device and remained implanted. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that there was an issue with the device setscrew.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. The device memory indicated inappropriate delivery of ventricular tachyarrhythmia therapy. Analysis of the device memory indicated noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.